Event description:
This MDR is to document the manufacturer's investigation of the needle used in the reported event. Further investigation or follow-up is not planned for this complaint.

Manufacturer narrative:
The needle was returned to the manufacturer for investigation. The shaft temperature was below specifications, and ice formed along the entire sleeve, confirming the reported complaint. The root cause was identified as insufficient insulation, but needle disassembly did not identify any visible signs of damage along the vacuum sleeve's external surface. Review of the needle lot manufacturing records did not identify any vacuum sleeve malfunctions wtihin the needle batch.

Event description:
Two needles were used in a cryoablation procedure. During the freeze cycle, frost started to collect on the needle shaft. The user dropped saline on the skin near the insertion site of the needle for the remainder of the case to prevent injury. The case was completed with no injury to the patient. As there was a mix up and the user is unsure which needle was defective, both needles will be returned to the manufacturer for investigation. This MDR is being submitted for the needle from lot t0458 used in this procedure. Please see MDR # 9616793-2020-00068 for the needle from lot t0205.